Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. During use with a guidezilla guide extension catheter the promus premier stent was stripped off the balloon. The stent was located at the proximal end of the guide extension catheter. No patient complications were reported.